Event description:
It was reported that the device had switched to vvi reset mode after a shock during radiation treatment. A download attempt was unsuccessful. Due to continued therapeutic radiation requirement, the physician may remove or relocate the device. The device remains in vvi reset at 40 ppm with defib therapy off until a decision is made.

Manufacturer narrative:
Na